Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had issues with his insulin pump. The buttons on the insulin pump were sticking. The insulin pump grinded when he rewound his insulin pump. The insulin pump would also not sync with the meter. He had to change the insulin pump's battery frequently. His blood glucose level was not reported. The product was not returned. Nothing further to report.